Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to inflammation. The patient was prescribed medications (vigamox, predforte, tobramycin and atropine) and was almost recovered after the icl was explanted. The patient's post-op best-corrected visual acuity was 20/50. A follow-up visit is planned.

Manufacturer narrative:
Method: medical review, device history record review. Results: visual inspection of the returned product found one haptic torn. The lens was returned dry and there was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Medical review - intraocular inflammation after intraocular surgery is a common event however this is usually mild and does not require any additional interventions than the standard post-operative regimen of medications. In some cases the degree of inflammation may be more severe. Severity depends on the cause: surgical trauma, systemic conditions, presence of toxic substances, infection, etc. Prompt treatment aimed to control inflammation is critical to avoid further adverse events. It is unlikely that the icl was the cause of this adverse event. Every icl undergoes a steam sterilization process. Before releasing the lens, quality department verifies the following for each icl lot: sterilization cycle parameters (time, temperature and pressure) must be met; biological indicators used for every sterilization batch must be in accordance with specifications to demonstrate sterility; lal testing must be in accordance with specifications to ensure that the product is free from any endotoxin. Conclusions: based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). (Other): lens not returned. Evaluation codes: method -(other): work order search results -(other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.